Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that data files showing the mixing pump had failed on the arctic sun device. As per follow up information received via phone on 31oct2022, biomed stated that the device was in route to depot for repair. Also stated that there was patient involvement with no reported injuries. As per sample evaluation results received on 15nov2022, the device was primed to fill. Right side of control panel unresponsive touch. A test mixing pump was installed in decontamination for unit to cool. Replaced tank tubing due to normal wear as preventive maintenance.

Event description:
It was reported that data files showing the mixing pump had failed on the arctic sun device. As per follow up information received via phone on 31oct2022, biomed stated that the device was in route to depot for repair. Also stated that there was patient involvement with no reported injuries. As per sample evaluation results received on 15nov2022, the device was primed to fill. Right side of control panel unresponsive touch. A test mixing pump was installed in decontamination for unit to cool. Replaced tank tubing due to normal wear as preventive maintenance. Per sample evaluation results received on 08mar2022, it was stated that tank tubing such as 1/2 l shape formed tube and double bend tube were expanded.

Manufacturer narrative:
Upon further review, it has been determined that this MDR event is not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.